Manufacturer narrative:
The product evaluation stated that the inner diameter of the sheath hub was measured to be 0.110¿ which was out of specification. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. The root cause was found to be related to the incorrect molding process and an inadequate procedure. Corrective and preventative actions are being instituted for these issues.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of difficult to insert the dilator into the sheath was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket was missing from the valve housing of the introducer and was inside the introducer sheath, which has the potential to embolize into the patient.

Event description:
As reported, during the set-up of this introducer it was not possible to insert the dilator into the sheath, as it was too tight. There was no sign of occlusion. The procedure continued by replacing the device. There was no allegation of patient injury. No patient demographics provided as the event occurred before use.